Manufacturer narrative:
(B)(4). The diamondback 360 gen 2 peripheral orbital atherectomy system instructions for use manual states vascular dissection is a potential adverse event that may occur and/or require intervention. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
Following multiple attempts using balloon angioplasty and stent placement, atherectomy was performed with a diamondback 360 orbital atherectomy device (oad). Treatment was performed proximally to distally in a tortuous and calcified right coronary artery (rca) with a 90% stenosed lesion and mid distal lesion. The driveshaft fractured distal to the crown and separated from the oad. A flow-limiting proximal major dissection occurred in the distal right coronary artery (rca) proximal to the location of the driveshaft detachment. A wire was advanced to remove the viperwire advance guide wire and driveshaft fragment from the patient; no components remained in vivo. Balloon angioplasty and stent placement were performed to complete the procedure. The patient was stable following the procedure and was discharged two days later.